Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: it was reported that the event did not happen in surgery. Broken grater was brought to their attention by sterile processing department. No patient was affected and will be returning. Additional information received; the piece was crack but in one piece. Piece was cracked but not into pieces. Broken piece was sent to my office to be returned to jnj. The product was returned to depuy synthes for evaluation. Visual inspection reveled that the quickset ace grater head 49mm was broken at the central area, the broken fragments were not returned for evaluation. No other anomalies were noted. The observed broken condition of the device could be consistent with a random component failure that may have been caused by exposure to unintended forces, such as a misaligned assembly and operation or the device coming in contact with other tool during use. However, with the available information and the low incident of the observed issue a potential cause cannot be established. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the quickset ace grater head 49mm would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Event description:
It was reported that there was a broken grater which was noticed by sterile processing department. No patient was affected.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.